Event description:
"Battery depletion" was reported initially. The drug infused was compounded baclofen, dilaudid, clonidine and bupivicaine. It was later noted that there was a "leak in catheter." Pt experienced increased pain. Reservoir volume discrepancy when interrogated on (B)(6) 2011 was noted; reservoir volume 2.5ml, aspirated 35 ml. Eri (elective replacement indicator): 12 months. Pump and catheter intervention was done. During surgery the leak was observed at the pump pocket site and in the back. Pt recovered w/o sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).